Event description:
A falsely depressed sodium result was obtained on a patient sample. The result was reported to the physician. The sample was re-run on an alternate instrument and a higher result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result was a malfunction of the imt system. A siemens healthcare diagnostics field service engineer replaced the imt monopump and aligned the peri-pump rollers. The instrument is performing within specifications. No further evaluation of the device is required